Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on the discrimination channel. It was recommended to review the lead integrity by x-rays. Lead replacement was recommended. The patient is dependent. The patient will return for a follow up visit in a month. No further information is available.